Event description:
The patient started to experience a couple days ago stimulation only going down less than halfway down legs. The therapy was not working as expected. He would like to have his device checked and/or reprogrammed. Additional information has been requested.

Event description:
It was later reported on (B)(6) 2013 that the patient has not charged his device for one year due to incarceration. He was not getting therapy because, the battery had no power to it. A ¿kick start¿was not needed to get the ins to charge. The issue has been resolved and the patient was getting stimulation but wanted better coverage. The patient¿s device was going to be reprogrammed next week to get stimulation further down his legs. It was clarified that the ins has been off while he was incarcerated. The patient noticed a change in the stimulation pattern after he restarted his therapy after his release. The pain in his legs was from the device being off. Reprogramming the device was a complete success. His painful areas have 100% coverage and he was doing very well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger; product ID 377860, lot# v018134, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).